Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized. On an unreported date, the patient was treated with intraperitoneal vancomycin (1g in first bag then 1 g every fifth day; duration not reported) and injection cefepime (1g; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.